Manufacturer narrative:
Additional information: additional information received from customer indicated that the wound was not enlarged; however, sutures were used. The patient was reported to be an african american, non-hispanic. The following fields were updated accordingly: section a5: ethnicity: not hispanic/latino. Section a5: race: black or african american. Section h6: health effect - impact code: 4625 - sutures. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens, daisy wheel, patient lens implant identification card, patient labels and implant notification card were received. The complaint lens was received crushed in the lens case insert. Visual inspection under magnification found the lens to be cut in half, one detached and missing haptic, and lens damage to both halves on the lens, most likely due to being crushed in the lens case. No further evaluation was performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully implanted and removed from the patient¿s left eye as the bag broke. The issue was observed after the insertion of the lens into eye. A vitrectomy was performed, and another johnson and johnson lens of different model and diopter (za9003, 21.5) was used as the replacement lens. It was indicated that there was no patient injury. The patient outcome was not provided. No further information was provided.